Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03468. The patient reported, she has not received effective stimulation since one year after implant. The patient also reported, she has not used/charged her scs system in at least 2 years due to unrelated health and personal issues. The patient no longer has her external devices and is without stimulation. The system is to be evaluated as the next course of action.